Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. A pump reset was performed with tandem technical support and the customer continued to use the pump for insulin therapy. Additionally, it was reported that an unknown message declared on the pump during the load sequence. Reportedly, a new cartridge was loaded to address the issue and insulin delivery was resumed. Customer's blood glucose was approximately 250 mg/dl.